Event description:
It was reported that customer saw cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, did not see error again after reset, and successfully started sensor session, with no additional information received regarding further outcome.